Manufacturer narrative:
F/u communication with the user facility confirmed that the perfusionist made the involved connection during set-up. The involved sample was returned with small lengths of tubing still attached to several ports. Visual examination confirmed there were no device defects. The tubing remains on the ports that would be connected between the reservoir and the oxygenator showed no evidence of having been tie-banded. A review of the complaint files confirmed tat this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available info, there is no indication that there was any relation to a device defect or malfunction. The device labeling does address the potential for leakage in the instructions-for-use with a recommendation to, "band all connections in the circuit." All available info has been placed on file in qa for appropriate tracking, trending, and f/u.